Manufacturer narrative:
(B)(4). Event date: on an unreported date, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. It was not reported if the patient was hospitalized for the peritonitis. The cause of the peritonitis was unknown. Treatment for the peritonitis event was not reported. On an unreported date, dianeal therapies were discontinued and current dialysis modality was not reported. The patient was recovered from the peritonitis. No additional information is available.